Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the gauge read inaccurately. The lesion was located in the left anterior descending artery. The advantage inflation device was used to inflate a nc quantum balloon approximately four times. On the last inflation, the balloon was pressurized to 20atms and then the handle of the device became hard to rotate and the reading on the "pressure gauge became inaccurate". The procedure was completed with another advantage inflation device. No complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluation: functional testing was performed on the inflation device and pressure gauge and both components met specifications; however a slight resistance was met at 24-26atms and it was noted that the threads on the plunger were slightly damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the gauge read inaccurately. The lesion was located in the left anterior descending artery. The advantage inflation device was used to inflate a nc quantum balloon approximately four times. On the last inflation, the balloon was pressurized to 20atms and then the handle of the device became hard to rotate and the reading on the "pressure gauge became inaccurate". The procedure was completed with another advantage inflation device. No complications were reported and the patient status is good.